Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 454 mg/dl, 422 mg/dl, 524 mg/dl, 470 mg/dl, 342 mg/dl, 420 mg/dl, 329 mg/dl, 457 mg/dl, 453 mg/dl, 464 mg/dl, 446 mg/dl. The customer already changed his set for 3 times and customer knows the high blood glucose was due to infusion set issue. The customer reported that it would get resolved after changing out the infusion set. Customer did not want to do troubleshooting. The insulin pump will not be returned for analysis.